Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -7.0 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens of different model and the problem resolved. " excellent vault position" was reported. In the reporter opinion the cause of event was patient related factor.